Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2026. The cause of death was due to cancer. The last known product(s) for the customer are as follows: mmt-1886. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. The customer had to be hospitalized for terminal cancer. The customer discontinued the use of the device. The product mmt-1886 was returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and a dented retainer ring. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date (B)(6) 2026 per customer notes of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 (0 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 0 (0 u). On the event date of (B)(6) 2026 (listed in smartsolve) of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 0 (0 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered = 0 (0 u). Perform the history review from (B)(6) 2026 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2026 07:18:00.000, and 5 failedbatttest (58) on (B)(6) 2026. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 4:42:59 am. There was no power data available for the dates of (B)(6) 2026. Unable to check power data for low battery alert and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Damage-retainer ring damage confirmed (during visual inspection, found a dent retainer ring). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.